Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated alert 60 for a bluetooth communications error, after which the user was instructed to perform a device restart with therapy resuming upon completion. During the event the user experienced hyperglycemia with a reported glucose of 398 mg/dl for about one hour, without back-up therapy, ketones, professional intervention, or other assistance. Symptoms included hyperglycemia with no additional clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. The device was returned for investigation. Preliminary investigation of this case revealed signal loss associated with a failure to read an input signal, traced to the circuit board component. The device logs were reviewed, and alert 60 was found being triggered several times during patient use. Upon retesting the device on a fluid ingress test system, it was flagged for a leak. The device was then opened where evidence of liquid damage was found. Due to this damage, the device shall be scrapped.